Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause could not be determined but could be linked to an operational problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The rhino-laryngovideoscope was returned to the service center with a report of an exposed boot section. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, foreign material was coming out of the forceps channel. There was no patient involvement.